Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed 23 critical battery alarms and 9 controller fault alarms on (B)(6) 2021 starting at 03:27:18. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, (B)(6) was connected to power port one (1) with 9% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. Both batteries were then allowed to continue depleting triggering multiple critical battery alarms and controller fault alarms. A controller fault alarm will occur if the battery is approaching 0% rsoc (or a capacity below 12 volts). Log file analysis revealed a controller power up event on (B)(6) 2021 at 05:53:40. The data point recorded before to the power up event revealed that there was no connection in either power port one (1) and power port two (2); resulting in a loss of power to the controller. However, the data points prior revealed that (B)(6) was connected to power port one (1) with 3% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 1% rsoc. Both batteries were allowed to deplete completely, resulting in a loss of power to the controller. The data point recorded after the power up revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 5 minutes and 33 seconds. As a result, the reported event were confirmed. The most likely root cause of the critical battery alarms, controller fault alarms, and loss of power can be attributed to the patient allowing the batteries to deplete below 10%. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturer that while reviewing log file data the controller exhibited a controller fault alarm and an unexpected power loss. The controller remains in use. No patient complications have been reported as a result of this event.